Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient experienced a pericardial effusion. It was reported that versacross connect laac access solution was selected for use during a left atrial appendage (laa) closure procedure. The watchman procedure was done per instructions for use. Watchman and versacross rf wire wire inserted into right atrial appendage multiple times. Transseptal access was done low and posterior, not assumed to be in a dangerous location, possibly too inferior as per physician. The watchman sheath was deep in left atrial appendage, and corrected no obvious effusion started at this moment. Device left and a effusion was found about five minutes after the device was released. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The physician performed a pericardiocentesis and the patient was admitted for an overnight stay in the intensive care unit. There were no other complications that were reported to have occurred as a result of this event, and the patient is expected to make a full recovery. Eliquis with platelet issues known prior to procedure product return is not expected.

Manufacturer narrative:
Correction to the initial MDR in block(s) outcomes attrib to adv event (b2), in section b - adverse event/product prob. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Device analysis: boston scientific is in progress to retrieve the device return status, however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pericardial effusion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pericardial effusion is a known inherent risk of the versacross connect laac access solution device, as anticipated in nature as per its IFU.

Event description:
The patient experienced a pericardial effusion. It was reported that versacross connect laac access solution was selected for use during a left atrial appendage (laa) closure procedure. The watchman procedure was done per instructions for use. Watchman and versacross rf wire wire inserted into right atrial appendage multiple times. Transseptal access was done low and posterior, not assumed to be in a dangerous location, possibly too inferior as per physician. The watchman sheath was deep in left atrial appendage, and corrected no obvious effusion started at this moment. Device left and a effusion was found about five minutes after the device was released. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The physician performed a pericardiocentesis and the patient was admitted for an overnight stay in the intensive care unit. There were no other complications that were reported to have occurred as a result of this event, and the patient is expected to make a full recovery. Eliquis with platelet issues known prior to procedure product return is not expected.